Event description:
It was reported that during a bowel procedure, the device was fired and the device locked up while on the patient. They were unable to open the device per the instructions for use. The device had to be cut off the bowel. They handsewed the anastomosis after the tissue that was damage was cut out. The device is being held in risk management and they will not release. Additional information being requested.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device was not released by hospital the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.